Event description:
Additional information was received that reported only one valve leaflet had detached from the valve frame. It was also reported that it is unknown how the leaflet was retrieved from the patients left ventricle. It was noted that the device was inspected prior to use. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.5: event description. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 20mm aortic mechanical valve, it was explanted and replaced with another manufacturers mechanical valve. The reason for the replacement was reported as the valve leaflets fell off during the implantation process. The detached leaflets were subsequently removed. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction made to event description to clarify that event occurred "immediately post implant" of the valve and "the valve leaflets fell off into the left ventricle while preparing to close the chest after implanting the valve." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that immediately post implant of this 20mm aortic mechanical valve, it was explanted and replaced with another manufacturers mechanical valve. The reason for the replacement was reported as the valve leaflets fell off into the left ventricle while preparing to close the chest after implanting the valve. The detached leaflets were subsequently removed. No additional adverse patient effects were reported.